Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user logged into the station and pressed enter, after which the monitor screen went black while the scanner remained powered on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen went blank during login. A field service engineer remotely accessed the device, disabled bluetooth, rebooted the system, and user confirmed that station was working properly. The system functioned as intended after the field service engineer had repaired the device.